Manufacturer narrative:
On 27-aug-2019, mentor received the suspect medical device. On 03-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed.  The second product received is a concomitant device, no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with an unknown mentor gel breast implant and experienced postoperative right-sided rupture. Patient felt and heard a pop on the right breast in 2013, and rupture was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent explantation on (B)(6) 2019.